Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon ruptured. The lesion being treated was located in the arteriovenous fistula. The physician advanced the 12.0 x 40mm, 75cm mustang balloon catheter to the target lesion. Upon inflation at 17 atms the balloon ruptured. The device was successfully removed and the procedure was completed with a 4x12mm xxl balloon catheter. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).